Event description:
The screw head sheared off. The body of the screw is still in the patient.

Manufacturer narrative:
The macroscopic and microscopic examination revealed that the screw broke due too high torsional forces during the insertion. Indication for material or manufacturing related problems were not found in this investigation.